Manufacturer narrative:
Customer will complete repair including ordering batteries.

Event description:
Customer reports intermittent filament error on c-arm display. There was no patient involvement.